Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are potential adverse effects associated with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
There was no calcification at the common femoral artery access site.

Manufacturer narrative:
(B)(4).. Failure to follow steps/instructions - reportedly, suture deployment was attempted with the guide wire still in the arteriotomy. Per the instructions for use - remove the guide wire before the exit port crosses the skin line. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that suture placement in a calcified common femoral artery (cfa) was achieved with a proglide device using the pre-close technique via a 5f sheath prior to large-hole coronary interventional procedure after the access puncture needle also went through a small caliber side branch before perforating the cfa. Reportedly, the first proglide was successfully placed; however, a guide wire was reinserted and a second proglide suture was attempted to be pre-placed with the guide wire still in the artery. After the second suture was placed, the proglide could not be removed. The footplate lever retracted, yet the device was stuck. It was felt the device became entangled with the guide wire and broke the previously placed proglide suture. Considerable time was taken to remove the device; however, it was eventually removed with manipulation. The sheath was upsized to 11f and the coronary procedure was completed. An unspecified method was used to achieve hemostasis. No additional medication was reported to be given or intervention was performed to the patient due to the delay or issue with the proglide device. Due to the patient's hemodynamic complications, the patient expired the same day. It was felt the death was unrelated to the proglide. No additional information was provided.